Manufacturer narrative:
(B) (4): analysis: upon receipt at medtronic's quality laboratory, visual inspection showed loose blood inside the fiber bundle. The unit was cleaned to remove the blood stains. No other physical damage or abnormalities were noted. Performance testing found no internal or external leaks during pressure integrity testing. The unit was then run through the blood lab. Gas transfer results found the oxygenator ran just below historical averages and blood side pressure drop was higher than expected. Review of the device history review did not reveal any abnormalities associated with the reported incident. Conclusion: analysis confirmed poor gas transfer as compared to other used devices. However, review of the pump record by our clinical perfusionists suggested the following steps could have been taken to counteract the situation: very low svo2, equates to inadequate perfusion to meet the patient's oxygen requirements. Causes for low svo2 can be high metabolic rates (anesthesia level too low) or low hematocrit or the blood flow too low. When the svo2 is very low, the perfusionist has some options which include, increasing blood flow, adding red blood cells, or have anesthesia add anesthetic drugs. With that low of svo2 , the normal corrections include: increasing blood flow, increasing fio2, add anesthesia medicate, and last resort give blood. Raising the fio2 to 100% would be a reasonable therapy, when the svo2 is 45%. Although the gas transfer and high pressure performed just outside of historical averages, it was concluded that the device failure or lack of effectiveness was likely related to a patient condition and/or operational context.

Event description:
Medtronic cardiovascular received information that this oxygenator was exhibiting low o2 values with 10l per min of 100% oxygen. They switched to the patient's lungs and saw the level go up. The decision was then made to switch the oxygenator. The procedure was able to be completed with the new oxygenator, and there were no adverse patient effects.